Event description:
Customer reported to beckman coulter, inc. (Bci) on (B)(6) 2009 that the na and cl results were high on their unicel dxc 600 instrument. On (B)(6) 2009, a week later, customer indicated that erroneously low sodium (na) results and high chlorine (cl) results were obtained. Prior to the event, the ise (ion-selective electrode) system was calibrated and qc (quality control) results were within the lab's established ranges. The customer repeated the patient samples on the lab's second analyzer instrument and got values which were within normal ranges and only the corrected results were reported out of the laboratory (i.e. No erroneous results were issued). There is no report of any adverse event or serious injury related to this event and there was no modification to patient treatment.

Manufacturer narrative:
Although, the beckman coulter, inc. (Bci) fse (field service engineer) replaced the na electrode and this alleviated the problem, no root cause was identified. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 to october 23, 2010 for additional reportable events.